Manufacturer narrative:
On 10/13/05, an ocd field engineer (fe) arrived on-site. The fe found that the cavro dilutor was leaking. The fe replaced the cavro dilutor and the waste bottle tubing. The fe performed volume verification and made the appropriate adjustments. Repairs have returned this instrument to expected operation. No erroneous results were reported. No death or serious injury was reported as a result of this incident. A leak in the fluidic system can lead to mis-dispense, droplets left on top of gel cards or probe drip. Probe drip may lead to either wash solution a or b dripping into a reagent vial. Dilution of the reagent or sample can compromise test reactions. Wash solution a is used to wash and rinse the inside of the probe. Wash solution b is used to wash the outside of the probe. Wash solution b contains a detergent, which could also have a lysing effect, destroying the red cells in a reagent product. Dilution of reagent or sample during iat and dat testing could result in a false negative result. If a significant antibody is not detected during antibody screening or is not identified upon further testing, as in the case of false negative results in iat testing, a pt may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. If a significant antibody is not detected during antibody screening, or is not identified upon further testing, a pt may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. Although laboratory practices mitigate the possibility of an erroneous result for this test, based upon available info at this time, if the alleged malfunction were to recur without this mitigation, a potential misclassification of pt / donor type and the possible transfusion of incompatible blood may occur. The likelihood of a serious injury, while not frequent, is not remote.

Event description:
The customer reported that the provue analyzer missed a positive antibody screen on a pt with both a cold and warm autoantibody.